Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type I and spinal pain. There was an overdischarge. Per the patient, they were unable to charge after a fight in b)(6) 2018. Each time the patient flies, they experience difficulties charging. Today was the first day that the rep was notified. The rep performed a trickle charge in the office and the 0x608 power on reset (por) code was cleared. The issue was resolved and the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that over the last two months they had to charge the ins every 18 hours and they spoke with the healthcare provider (hcp) office and they told them to call the manufacturer. The patient stated that they had to get the ins jump started in 2019 and since then the ins was taking longer to charge and they had to increase their stimulation due to their pain. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-30. The cause of the charging difficulties after flying each time is due to the patient seeing a power on reset (por) message after they flew on two separate occasions. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that their attempts to reach out to the patient were unsuccessful. They stated that the number they have on file for the patient is disconnected. The rep added that the cause of implant taking longer to charge, ins only lasting 18 hours, actions or interventions taken, patient weight, and resolution of the issues are unknown. No further complications were reported or anticipated.